Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - reliability laboratory technician, st. Jude medical crmd reliability laboratory - failure (event) observed during analysis. Analysis found the pulse generator in backup operation with the product code intact and unable to download. At hybrid level the anomaly was isolated to cracked conductive epoxy on the negative side of f the capacitor. After conductive epoxy was added to the capacitor, the hybrid successfully passed all tests. .